Event description:
It was reported that the patient arrived in electrophysiology (ep) lab with apparent lead fracture. The physician decided to extract the old lead, but was unsuccessful. During the extraction, the lead partially pulled back, but appeared to be stuck in the superior vena cava (svc). The physician decided to leave the lead in place but the locking stylet became lodged in the lead and could not be disengaged. The lead and the locking stylet had to be cut and the exposed end of the lead was capped. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5076-52 implantable pacing lead, (B)(6) 2007. (B)(4)/